Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: all answers above are unobtainable. Once there is any update, we will update the information. The patient demographic info: weight, bmi at the time of index procedure what tissue/structure was being sutured when the event (needle breakage) occurred? Where was the needle grasped during use? Please specify. Where was the broken needle piece located/in what structure? What was the size/part of the broken needle piece of the needle retained/retrieved? Were there any patient consequences? If yes, please specify. Was the post-operative care changed due to the event? Please specify. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Please clarify if product will be returned? If yes, please provide a return date and tracking information?

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number ap5132, and no non conformances / manufacturing irregularities were identified. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure what tissue/structure was being sutured when the event (needle breakage) occurred? Where was the needle grasped during use? Please specify. Where was the broken needle piece located/in what structure? What was the size/part of the broken needle piece of the needle retained/retrieved? Were there any patient consequences? If yes, please specify. Was the post-operative care changed due to the event? Please specify. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Please clarify if product will be returned? If yes, please provide a return date and tracking information? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent a left perineal incision repair after the baby was delivered on same day (B)(6) 2021 and the suture was used intracutaneous; intermittently 2 cm from the top of the incision. The needle broke suddenly when approached the completion. Most of the needle was embedded in the tissue. All the intradermal sutures were loosed, but the broken needle could not be found. The incision was completely opened, and the bedside ultrasound was localized. No abnormal echo was observed. The pelvic anteroposterior radiograph was taken, and the broken needle can be seen. After further positioning, the patient returned to the delivery room under local anesthesia for removal of the broken needle. Another suture was used to re-suture. The wound was then sutured smoothly, and the patient was in a stable mood. The entire process lasted approximately more than 2 hours. Due to the wound continued to be exposed, the patient was at risk of infection but did not actually develop infection. After investigation by the department, it was found that the needle was newly unpacked, and the physician operated according to the normal procedure, similar situation had never occurred before, and the breakage site located in front of the needle holder clamping site. Additional information has been requested.